Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction. The target lesion was located in the mid right coronary artery with 99% stenosis and was 15 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and implanting a 3.50 mm x 20 mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. One day following the index procedure, cardiac enzymes were noted to be elevated and the patient experienced a myocardial infarction. There were no ischemic symptoms; ECG was not performed. No actions were taken.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).